Event description:
It was reported that the shaft got separated. The 90% stenosed target lesion was located in the severely tortuous and severely calcified of around 20cm of right superficial femoral artery to popliteal. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the angle of the aorta bifurcation was steep, and it was quite difficult to deliver the sheath. After crossing the lesion with a non-bsc device, the residual stenosis was dilated with a 2mm and 4mm non-bsc devices. A resistance was felt in the shaft when it was attempted to remove the device. The device was pushed once and pulled out again and the sheath was also pushed as far back as possible, but the resistance persisted. In the fluoroscopy screen displayed that the balloon part had not been pulled out and shaft advancement was suspected. As the system could not be removed, the physician pulled the device forward but separation at the middle of the shaft was noted. Fortunately, the guidewire was still in place, so the guideliner was used to trap the anterior separated part and the entire wire was pulled into the sheath. The device was completely removed from the patient. Physician's comment was that the excessive resistance to the device was caused by the synergy effects of the resistance at the aorta bifurcation and resistance due to calcification around the lesion. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The device was received in two sections due to a detachment of the hypotube. A visual examination identified that the balloon had been inflated. The balloon material and blades of the device were visually examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were fully bonded to the balloon material. A visual and tactile examination found the shaft polymer extrusion to have severe stretching damage between the guidewire port and shaft to hypotube bond. This type of damage is consistent with excessive tensile force being applied to the device. A visual and tactile examination found the hypotube severely kinked at approximately 635mm distal of the strain relief and completely detached at approximately 220mm distal of the kink. This type of damage is consistent with excessive force being applied to the device. A visual investigation identified no damage or any issues with the markerbands or tip of the device that could potentially have contributed to the complaint incident.

Event description:
It was reported that the shaft got separated. The 90% stenosed target lesion was located in the severely tortuous and severely calcified of around 20cm of right superficial femoral artery to popliteal. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the angle of the aorta bifurcation was steep, and it was quite difficult to deliver the sheath. After crossing the lesion with a non-bsc device, the residual stenosis was dilated with a 2mm and 4mm non-bsc devices. A resistance was felt in the shaft when it was attempted to remove the device. The device was pushed once and pulled out again and the sheath was also pushed as far back as possible, but the resistance persisted. In the fluoroscopy screen displayed that the balloon part had not been pulled out and shaft advancement was suspected. As the system could not be removed, the physician pulled the device forward but separation at the middle of the shaft was noted. Fortunately, the guidewire was still in place, so the guideliner was used to trap the anterior separated part and the entire wire was pulled into the sheath. The device was completely removed from the patient. Physician's comment was that the excessive resistance to the device was caused by the synergy effects of the resistance at the aorta bifurcation and resistance due to calcification around the lesion. The procedure was completed with a different device. No patient complications were reported.